Event description:
During a left lower extremity angiogram, the rotarex device wire broke leaving a segment in the vessel. Patient had to return to the operating room for removal of left lower extremity intra-arterial foreign body and a left common femoral endarterectomy with common femoral to below-knee popliteal bypass with polytetrafluoroethylene.